Manufacturer narrative:
H10. There was no patient or user involvement reported. The issue was noticed during preventive maintenance. The v60 was repaired and returned to service, no other abnormalities were found. Based on the information provided and service performed, the customer's alleged malfunction was confirmed. H11. G1: contact information updated. H6: codes.

Manufacturer narrative:
(B)(6) 2020. (B)(6) 2020.

Event description:
It was reported the touchscreen would not work. The unit was in clinical use at the time of the issue, however no patient harm was reported. The field service engineer (fse) provided remote support and provided part numbers for a user interface and power management board.